Event description:
Patient has a history of hypertension, hyperlipidemia and previous mi. Index procedure was prompted by unstable angina. During index procedure ((B)(6) 2016) the patient had 2 endeavor sprint drug eluting stents implanted in the rca and one endeavor sprint drug eluting stent implanted in the lad. Approximately 6 months later ((B)(6) 2016) the patient suffered a mi. Patient was treated with medication and has recovered. Investigator has indicated that the reported event was related to the study device.

Manufacturer narrative:
The patient recovered with treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient had a history of diabetes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.